Event description:
During an implant procedure, a high pacing impedance was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of high pacing impedance was confirmed. The device was above elective replacement indicator (eri) upon receipt. Functional testing in the laboratory replicated all reported events on the bench. The cause of the reported events was due to an anomalous integrated circuit in the hybrid.